Event description:
At the time, I was active. I had prk done at the medical center. One year after my surgery, I needed to get glasses to drive. I no longer see as well and have horrible halos at night. At dusk, in fog or when it is raining, I cannot see clearly.